Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review. Review of the images indicates devices in-situ. Based on the images provided via email from the reporter, the reason for revision cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to reasons that were not reported.